Event description:
It was reported that during implanting procedure, the left ventricular (lv) lead dislodged while slitting. The lv lead was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).